Event description:
Just over two months ago the patient suffered a left subtrochanteric fracture. This was repaired surgically(complications: none operative procedure: insertion intramedullary nail femur, left hip insertion intramedullary nail femur). After several days in the hospital she was discharged to care facility and then home. Over the last few week she had made great improvement and had begin walking with the use of only a cane. A few weeks ago she noticed a snapping or popping sensations in left hip area. She continued to functionally improve until yesterday. She walked to the bathroom and then sat down on the toilet. She was unable to get up from the toilet due to severe increase in pain. There was no catastrophic event, fall, or other high-impact injury. She was brought to the emergency department where she was found to have failure of the hardware and subsequent refracture. Periprosthetic hip fracture: x-rays show fracture through the hardware of the intramedullary nail. Md has visited with the patient and patient's husband. Plan to take the patient back to the operating room later today for revision of this fracture and failed hardware. Per md: it appears the implant failed catastrophically long before its intended fatigue life. Unable to identify any defects of technique intra-operatively that led to this complication.